Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that clip was not fired and the condition of the device substantiated the reported product experience. The proximal end of the flex-guide was heavily carved by the delivery tubeset. This occurred when the plunger was depressed to deploy the locator wings and initiate the thumb advancer deployment. The garage leaves were bent, not the cutter as reported, and had punctured the flex-guide and sheath. Subsequently, the thumb advancer deployment and sheath splitting stopped. Per the instructions for use, do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement, manually collapse the locator wings and remove the device. Although the safety release was activated in an attempt to collapse the locator wings to facilitate the device removal, due to the reported attempt to cut the flex-guide and sheath distal to the carved area, the control wire bent causing the wings to remain open. The open locator wings would result in a difficult removal; however, this was not reported. It appears as if the device was forcibly pulled out of the anatomy which resulted in bent locator wings as observed. Based on the investigation findings, the probable cause for the flex-guide carving at the proximal end is the inability to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment causing the tubeset to carve into the flex-guide. Although not reported, the probable cause for the subsequent difficult device removal is incorrect technique. No manufacturing or quality issues were detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no other incidents reported for this lot. There does not appear to be any indication of a lot specific product quality deficiency

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closer of the left common femoral artery after an interventional procedure. Reportedly, after the plunger was pushed down, the cutter came out on an angle. In an attempt to keep access and reinsert the guide wire, an unsuccessful attempt was made to cut the shaft of the device. The device was then removed and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.